Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The functional testing could not be completed due to this anomaly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window.(B)(4)

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error while filling the cannula. The blood glucose reading was 145 mg/dl. The customer had a MRI while wearing the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.